Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to emergency room after experiencing dizziness and pain. Upon device interrogation, ineffective hv shocks for two vt/vf episodes were observed. Patient was admitted to hospital. Programming changes were made. Patient's condition was good.